Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s grandmother stated that the sensor wire was missing after removing the sensor patch from the abdomen on (B)(6) 2019. The patient was taken to the hospital; an x-ray was performed which confirmed that the sensor was embedded in the abdomen. The family was advised by the hospital against surgical removal of the wire. At the time of the contact, the patient was doing fine but had some soreness at the site. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.